Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Related MFR report number: 2017865-2023-37999. It was reported, that during an implant procedure. That the stylet was unable to be advanced in the atrial and right ventricular (rv) leads. The atrial and rv leads were noted, to be broken on the inside. The physician elected to complete the procedure with a different atrial and rv leads. The patient was discharged following the procedure.